Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl. The customer experienced symptoms such as headache. Customer treated with insulin pump. Customer also stated that the insulin pump alarmed unexpected restart alarmed. Customer was able to clear the alarm and also was complete rewind. Customer also stated that the receiving another unexpected restart alarmed after a battery change. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected restart error anomalies noted.